Event description:
It was reported that this device was exhibiting premature battery depletion. The power consumption of this device is at 286% usage, and shows one year remaining. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. The power consumption of this device is at 286% usage, and shows one year remaining. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and was received for analysis.

Event description:
It was reported that this device was exhibiting premature battery depletion. The power consumption is at 286%, and was showing one year remaining. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and was received for analysis. No additional adverse patient effects were reported. The investigation is currently in progress.